Event description:
Customer called on (B)(6) 2011 reporting of blood/diluent leak at the bottom right tray of the lh750 slidemaker. Customer was wearing proper personal protective equipment at the time of the leak and no exposure or injury was reported as a result of the leak. Customer also noted that no patient results were affected as a result of the leak. Field service engineer (fse) was dispatched and found a leak at the dispense rinse block waste output. Fse stated that the fitting had broken in two and proceeded to replace the fitting. Repair was verified per established procedures.

Manufacturer narrative:
Bec identifier for this report is (B)(4).